Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 572 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer had a no delivery alarm on their infusion set. Customer was advised to change out their infusion set. Customer declined to further troubleshoot the insulin pump. The insulin pump will not be returned for analysis.